Event description:
The clinician reported that on the day of attempted placement of the dental implant in ada site 8 in the patient's mouth, the implant did not achieve primary stability in type ii bone. The site was grafted. The clinician reported the patient's infection and insufficient bone quantity. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.